Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a patient with this device underwent a ventricular-perfusion scan and an ultrasound. Afterwards, the device was checked and found to be in safety mode. Additional information provided from the field indicated that due to the patient's poor health, no changes or intervention will be performed at this time. The device remains in service and there were no adverse patient effects reported.